Event description:
While performing a ptca, the balloon catheter broke inside the pt. Operator was using a 6 fr. Xb guider and 2 extra support wires. A monorail maverick 2.5 x 20 balloon was placed into one of the wires. The balloon once reaching the artery did not respond to the operator moving the catheter. The operator proceeded to pull the balloon out and only half of the shaft came out with the rest remaining in the pt. The operator then pulled everything out as a unit and the balloon came out. Then there was nothing left in the pt. Expiration date not available so entered the date of occurrence.